Manufacturer narrative:
On (B)(6) 2019, it was erroneously omitted that event outcome was hospitalization and permanent damage via medwatch form mw5088605. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5088605 that a female patient underwent a breast implantation procedure of unknown type with an unspecified gel mentor breast implant and experienced autoimmune reaction: lupus and connective tissue disorder. As a result, the patient had undergone removal on (B)(6) 2019.